Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The downstream occlusion (dso) sensor, upstream occlusion (uso) sensor, and air detector were in good condition. The device had a note with error 1660. The device turned on but was blank. The pump was disassembled, and it was found that there was spillage evidence on the main board. The cause of the customer reported problem was the main board was damaged as the pump did not turn on correctly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board sensors.

Event description:
It was reported that the device was above the parameters, the pump did not pass precision test. There was no patient involvement.